Event description:
It was reported that during a laparoscopic miles procedure, an error occurred during use. The error code was unknown. But the device could be activated after re-assembling. After that, an error occurred again when the device was used for the tissue of the abdominal wall. The device was once removed from the patient. An error occurred again when the device was tested on the mayo stand. The blade was broken off when the device was tested once more. No pieces fell into the patient. Another device was used to complete the case. There were no adverse consequences to the patient. The doctor commented that the device had not contacted with a forceps. No device will be returning.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent.